Event description:
It was reported that at implant, the lead was placed and then became displaced. Upon repositioning the physician could not see the helix marker separation on x-ray. The measurements were not stable and the lead was seeing far field r waves so the lead was removed and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism.